Event description:
It was reported that the pt had a trident hemi cup and a ceramic liner implanted in 2005. The night after the discharge pt dislocated at home. At the emergency unit repositioning of the hip was tried, however pt dislocated immediately. Open surgery was done and cup was found to be further positioned in retroversion and steeper. Cup was revised.